Event description:
It was reported that a smiths medical pump alarmed: nd pump won't run. No air was noted and the patient was not affected. Rv 89.4, rate 2.3, given 15.1. No further information available.